Manufacturer narrative:
New information received indicating the reported allegation was not flow issue rather air flow accuracy failed during pm/pvt. In light of this new information, this report no longer meets reportability requirements since the out-of-tolerance flow value was caught entirely within a controlled, non-clinical environment during standard performance verification (pvt) testing. The testing protocol serves as a proactive quality gate specifically designed to detect and intercept calibration drift or component wear before the device is staged for clinical deployment. This condition is not reasonably likely to cause or contribute to death or serious injury. Based on this information provided, the incident is not a reportable event.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had flow issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Bench repair is currently pending.